Manufacturer narrative:
A patient experiencing numbness and weakness in both legs was reported to abbott. The patient's penta lead was explanted and replaced with two percutaneous leads in order to ease the pressure placed on the patient's spinal cord. Therapy was restored post operatively and the patient's symptoms were reported to have subsided. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. A patient experiencing numbness and weakness in both legs was reported to abbott. The patient's penta lead was explanted and replaced with two percutaneous leads in order to ease the pressure placed on the patient's spinal cord. Therapy was restored post operatively and the patient's symptoms were reported to have subsided. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing numbness and weakness in both of their legs. The patient had recently been implanted on (B)(6) 2023. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs paddle lead was explanted and replaced with 2 percutaneous leads in order to ease the pressure placed on the patient's spinal cord. Therapy was restored post operatively and the patient's symptoms were reported to have subsided.